Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-implant wound check interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) indicated a da error had occurred due to a bit flip in the active device firmware image in memory. A field representative obtained save-to-disk data for review by boston scientific technical services (ts) whom stated the error was self-correcting and no further action was required. No adverse patient effects were reported. This device remains in service.